Event description:
It was reported the patient¿s impedances were all checked. It was noted all of the patient¿s programs were assessed and all felt comfortable. It was reported the patient had pain in their right buttock. It was noted the patient did not require hospitalization.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a shocking or jolting sensation. For the past month, the patient had been feeling shocking sensations on their left side in their buttocks area. It was reported that the patient¿s implant was on the right and the patient noticed that when they were sitting they felt it more. The patient¿s health care provider¿s (hcp¿s) office did an x-ray 1 week ago and told the patient that the lead wires were in place. It was noted that the office¿s medical assistance told the patient that they could have the device removed or go consult with an orthopedic hcp about possible sciatic nerve problems. The patient¿s therapy had been off for the past 2 weeks and they were still feeling the shocking sensation. It was noted that the patient had not had any trauma or events recently. The patient was just getting over shingles near their left shoulder area and the patient had had shingles for the past month. It was noted that the patient had a complicated lead placement. The manufacturer representative spoke with the patient and agreed to set up a time to meet after the patient came back from vacation. It was noted that the patient would not be bac k for over a week and that there were no other physicians in the area that implanted the device.

Manufacturer narrative:
Product ID 3889-28, lot# va0bkay, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).